Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated when they first got the implant they had it set and it would last maybe 4 to 5 days before recharging. Patient stated in the last 2 or 3 days they tried to charge the implant and they would get to 100% and by the next morning it would be dead so they would have to recharge again. Patient had not increased the intensity settings. The issue started maybe about 2 days ago and was getting worse. Patient noted they had an appointment with their healthcare provider tomorrow and they wanted to meet with a manufacturer representative to check the implant. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.